Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and vela suprarenal on (B)(6) 2017. Secondary procedure was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an afx limb stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: there was no device malfunction, rather the secondary endovascular procedure was completed to extend the right common iliac artery into a more optimal position. The complaint is most likely anatomy related; the right iliac artery anatomy, whereas on label, created a sub optimal iliac stent placement. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting an limb afx device on (B)(6) 2010 to extend the iliac. The patient was asymptomatic prior to the re-intervention, and there was no evidence of an endoleak prior or during the secondary procedure.